Event description:
It was reported that there was oversensing noted on the right ventricular (rv) lead. The lead had possibly dislodged. It was also reported that when the rv lead was removed, the helix appeared to have been stretched. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - we received performance data collected from the device and have analyzed the data. Oversensing - there were 15 ventricular non-sustained tachycardias less than or equal to 200 milliseconds between (B)(4) 2011 and (B)(4) 2012. There was 1 ventricular fibrillation episode equal to 190 milliseconds average ventricular cycle on (B)(4) 2011. The ventricular short interval count was equal to 148 counts average/day, in 63 days, between (B)(4) 2012. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal conductor was distorted. The defibrillator conductor was distorted. All conductors had blood/body fluid (not obstructed). The distal conductor had a fracture (overstress). There was blood/body fluid in the outer tubing overlay. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation was breached cut. The outer tubing overlay was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was returned with the helix fully extended, stretched and bent, with blood and tissue on it. The distal conductor was distorted within the connector. The blood and tissue on the helix from dislodgement most likely caused the helix not to retract and the distal conductor then became distorted within the connector.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - we received performance data collected from the device and have analyzed the data. Oversensing - there were 15 ventricular non-sustained tachycardias less than or equal to 200 milliseconds between (B)(6) 2011 and (B)(6) 2012. There was 1 ventricular fibrillation episode equal to 190 milliseconds average ventricular cycle on (B)(6) 2011. The ventricular short interval count was equal to 148 counts average/day, in 63 days, between (B)(6)2012 and (B)(6) 2012.